Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number: 9261344 with the same defect. We received 1 sealed sample with same item number and same lot number. This sample was inflated with 10ml of water and no bursting or balloons defect were observed. Balloons still inflated 1 week and no issue was observed. Defect cannot be reproduced with sample received. Bursting issues were known and could come from various causes but according to the available information, we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action CAPA: 000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on product: folysil dhf, defect, burst from september 2020 to september 2024, 178 similar cases were found.

Event description:
According to the available information, the balloon exploded during insertion.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9261344 with the same defect. B3: estimated date.

Event description:
According to the available information, the balloon exploded during insertion.